Event description:
It was reported the lead extension connection boot was severed by the non-absorbable suture. The suture also severed the lead sheath. The lead was replaced the following week. The patient recovered without sequela.

Manufacturer narrative:
The lead and boot were returned for analysis. Device analysis was not complete on the date of this report. A follow up report will be submitted when device analysis is complete. The report is being submitted late due to a delay by the manufacturer employee. A process improvement plan and training are in place.